Event description:
It was reported that the ventricular assist device (vad) patient electively exchanged their over two year old controller at the clinic. When the new controller was connected, the vad failed to restart because the medical team forgot to power down the controller after programming. The patient became symptomatic and almost lost consciousness.  The new controller was exchanged back to the original controller and the vad restarted. It was also reported that the original controller had an unexpected loss of power. The vad is not included in the subgroup population for delay or failure to restart.  The vad and original controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical product:  5867-3m crhf adaptor implanted (B)(6)2016 , 693558 lead  implanted (B)(6) 2016 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-dec-2022 / serial or lot#:  (B)(6), UDI #: (B)(4). D9: no h3: no h4: mfg date: 20-dec-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.  D1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 30-apr-2024 / serial or lot#:  (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 12-apr-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump(B)(6) and two (2) controllers (B)(6) were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event. Review of the controller log files associated with (B)(6) revealed a vad disconnect alarm logged on (B)(6) 2024 at 12:28:56, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. (B)(6) was subsequently powered down at 12:28:57. As a result, the reported loss of power on (B)(6) was confirmed. The controller log files associated with the backup controller (B)(6) were not available for analysis. As a result, the pump failure to restart on the backup controller could not be confirmed. Of note, if a controller is programmed by the dvsa (disable "vad stop" alarm) method, the start vad button must be pressed on the monitor or power sources must be disconnected from the controller then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. Information received from the site indicated that they forgot to power down the controller after programming and went straight to controller exchange. As such, use of the dvsa method likely corresponds with the reported failure to restart event. (B)(6) was powered back up on (B)(6) 2024 at 12:29:52. An additional vad disconnect alarm was logged at 12:29:58, indicating that the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 12:30:16, indicating that the driveline was reconnected to the primary controller, which corresponds with the reported exchange back to the original controller. Based on the available information, applicable risk documentation, and experience with events of similar circumstances, a possible root cause of the reported pump failure to restart event can be attributed, to incorrect setup of the controller during use of the disable "vad stop" alarm command during the controller exchange. Based on the available information, the most likely root cause of the controller loss of power event can be attributed to the reported controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.